Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on an unknown date. During the procedure, there was a problem in the ligation system when placing the sixth band. The thread responsible for the ejection function broke inside the cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to july 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break. Block h11: the reported speedband superview super 7 was not returned for analysis; however, the photos provided by the customer show that the ligator housing has two bands attached to it, and one of them is overlapped. The bands are broken, the teeth housing is damaged, and the trip wire has not completely pulled up the rest of the slack. No problems with the device were noted. The reported event of bands unable to deploy and suture break cannot be confirmed. The complaint device was not returned; therefore, product analysis could not be performed. However, based on media analysis, it is possible that the problems are traced to the user not following the manufacturer's instructions. It is also possible that this was due to the physician's technique during the procedure, due to the anatomical conditions, or was related to a device malfunction. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established.